Event description:
Per the surgeon, the patient experienced skin overgrowth which was treated with steroid injections.

Manufacturer narrative:
This is a correction; the product code is mah (hearing aid, bone conduction, implanted) and not mar. This report is submitted on april 29, 2021.

Manufacturer narrative:
This report is submitted on april 15, 2021.

Event description:
Per the surgeon, the patient experienced skin overgrowth which was treated with steroid injections.